Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020 the patient underwent an endovascular repair of an ulcer like projection using a gore® excluder® aaa endoprosthesis aortic extender component. It was reported that the physician advanced the delivery catheter into the target position and pulled the deployment knob to initiate device deployment. Reportedly resistance was encountered. The physician reportedly suspected the cause of resistance was due to device malfunction. The physician continued pulling the deployment knob, and the deployment line became separated. It was reported that device did not expand. No tortuosity or calcification was reported that may have contributed to the event. Specific information regarding introducer sheath use was unable to be obtained. However, it was reported that the physician performed the procedure as usual, therefore it is suspected that the physician followed the device instructions for use for advancement of the device through an introducer sheath, and with use of a guidewire. Information was unable to be obtained regarding additional guidewire use, but there was no observation that a guidewire entangled with the deployment line or interfered in any way with the attempted device deployment. The delivery catheter was removed from the patient. Another gore® excluder® aaa aortic extender component was placed successfully, and the procedure was completed. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Results code 2: code 213 - the device evaluation showed the following: the device was returned with the endoprosthesis still on the delivery catheter. The deployment knob was not present on the delivery catheter. The deployment knob with a length of deployment line was not returned for evaluation. The deployment line was frayed and broken near the trailing olive. Frayed ends of deployment line are indicative of a tensile break. The deployment line loop had been unlaced indicating that the deployment line had been partially pulled prior to the deployment line breaking. The first stitch in the deployment sleeve had unlaced. The delivery sleeve stitches were examined looking for any anomalies or knots that would prevent the sleeve from unlacing. No anomalies were found that would prevent further deployment of the device when the end of the deployment line is pulled. The fep/eptfe overwrap portion of the deployment line near the broken end of the deployment line was not flush to the inner core of the deployment line creating bunching. The findings from the evaluation are consistent with the physician¿s observations. The likely cause for the break in the deployment line could not be determined by the currently available information.